Manufacturer narrative:
This supplemental report is being submitted to provide results of further investigation buy the manufacturer. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during manufacturing. The device met specifications upon release. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental is being submitted to provide the results of the manufacturer's investigation. No additional information was received and the device was not returned. The root cause could not be confirmed. The injury occurred during cleaning, so a possible root cause is due to handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No device returned to olympus for evaluation. A review of the instrument history showed that the device was purchased by the user facility on march 16, 2014 and has not yet been returned to olympus for service. Olympus will continue to investigate to obtain more information regarding the reported event. If additional information becomes available at a later time, this report will be updated.

Event description:
It was reported that a staff member became injured while cleaning the monitor. No further information provided.